Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that include a needle component. The complaint reporter indicated that the needles were supplied in kit item # (B)(4): adult (pfz) ancillary 300 dose master convenience kit. The primary device identifier (di) for this kit is (B)(4). The complaint reporter provided a photo of the unit of use packaging to confirm the manufacturer's product identification information, including the lot number. The needle manufacturer's lot number was confirmed as a lot number that has been used to assemble the kit item # reported. We have notified (B)(6). For awareness.

Event description:
On (B)(6) 2022, a user facility reported a complaint with the berpu safety needles, 25g x 1 inch, that were supplied in the covid vaccine ancillary convenience kits. Reporter indicated that the safety needles are very flimsy. Both the needle and the safety latch bend easily, which led to a needlestick injury on (B)(6) 2022 at one of their primary care locations.